Event description:
According to the customer, upon assessment of infant's condition following delivery there was a 1 centimeter laceration discovered on the infant's head. Corometrics' spiral electrode was used in conjunction with labor and delivery monitoring and is a suspected factor in the cause of the laceration. Customer states in their medwatch report that the cause of the laceration is unk.